Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The needle could not be retracted into the sheath after a puncture. The physician removed the subject device from the endoscope after he cut the needle outside the patient. There was no patient injury reported. There was no other information reported. This is the report about being impossible to retract the needle into the sheath.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tip of the needle was cut. The needle slider was pushed, but the needle could not be extended from the distal end of the insertion portion. The needle was buckled at approximate 15 mm, 285 mm, and 685 mm from the distal end. The needle was detached from the handle. There was no abnormality of the bonding condition for the detached needle. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The needle was buckled when it was checked before use, or when it was inserted into the endoscope. The sliding resistance between the needle and the sheath was increased. The user pushed and pulled the needle slider repeatedly. The needle detached from the handle because it was subjected to an excessive load. The needle could not be retracted into the tube. The instruction manual of the device has already warned as follows; if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.